Event description:
Healthcare professional reported "discomfort in the projection of the left breast" and rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(4). Device photograph(s) for the device related to the reported event of rupture and pain was reviewed on (B)(6) 2022. Visual analysis of the photographs identified a device broken in the plastic container and have a liquid brown in the surface of the shell. The device is not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.